Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a caller reported that "kept going off and would never raise above 80. Monday morning (bs was 69 at 3am and started coming back up, at 4:55am dropped to 58/54, so patient drank some sprite and ate some crackers, but only went up to 86). At 7am bs was 87 and at 10:28 it was 104, 1 hour after breakfast. At 11:15 cgm dropped to 69, to 60 by 11:29. At this time patient drank a mango slush, ate a nut pack, dried pineapple, almonds and cashews, and graham crackers. At 12:03 bs only went to 74. At 1:24 cgm stated bs dropped back down to 59, (54 at 1:40) at which time patient drank cranberry juice, which raised it to 80 at 2:25pm. At 8:44 pm, glucose monitor showed low readings when blood glucose was not low (off by 58 points) even after drinking a whole can of fanta. Cgm stated blood sugar was 58 but fingerstick showed 116 (1 hour after drinking a fanta). Patient removed sensor tuesday morning and replaced with a new sensor, which is reading correctly. No further information was provided. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.